Event description:
It was reported that during a procedure, small part (bearing like structure) came out of the attachment. At the time of the report, patient involvement was seen but patient impact is unknown. It was also noted that there was an intervention performed where another attachment was used. The procedure was completed with the back up product. Information regarding the procedure delay is unknown. Additional information on follow up received stated that there was a 30 minute delay in procedure and during the delay, by trial longer anastasia was required.

Manufacturer narrative:
H3: product analysis: device has not been returned, so analysis is not available yet. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.